Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. The method used to achieve hemostasis was not reported. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device brand name, changed from perclose proglide to perclose at. Catalog number changed from 12673-03 to 12337-04. Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. During analysis it was observed that a link detachment occurred, which may appear to the user as a cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate medwatch report number.